Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. The customer performed a reset on their own, and tandem technical support decided to replace the pump. Customer will continue to use current pump; will rely on alternate method if necessary.